Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product and confirmation from the physician has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports left side rupture and "concern with the product." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified an opening and white encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Patient reported left side rupture, "concern with the product", white exudate on implant, textured. Device was explanted.